Manufacturer narrative:
Block h2: additional information. Blocks b5 (describe event or problem) and h6 (impact codes) have been updated based on the additional information received on october 16, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to report the batch/lot number of the device; therefore, the manufacture date and expiration date are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of erosion. E2330 - captures the reportable event of pelvic pain. E2101 - captures the reportable event of adhesions. E2308 - captures the reportable event of disfigurement. E2401 - captures the reportable event of gastrointestinal issues. The imdrf impact code capture the reportable event of: f1903 - captures the reportable event of mesh removal.

Event description:
It was reported that the patient had an advantage fit mid-urethral system implanted during a procedure and has since experienced complications, including erosion, bloating, gastrointestinal issues, weight loss, vomiting, diarrhea, and pelvic pain. As a result, the patient underwent partial pelvic mesh excision surgery. During the procedure, the sling was ruptured at the midline during the initial vaginal dissection. Significant intra-abdominal adhesions were observed, involving the omentum and anterior abdominal wall, omentum and bowel, bowel and abdominal sidewalls, and bowel and pelvic sidewalls. The patient has suffered significant pain, unnecessary expenses, embarrassment, disfigurement, and harm due to the implanted device. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages such as significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and medical expenses due to the implantation of the device. On (B)(6) 2023, the patient underwent a robotic-assisted abdominal and vaginal removal of a retropubic mid-urethral sling due to chronic pelvic pain. During initial vaginal dissection, the sling was found ruptured in the midline. Dissection revealed no mesh in the midline, but mesh was present laterally and removed from periurethral and infrapubic spaces. The abdominal portion showed extensive intra-abdominal adhesions, requiring lysis before accessing the retropubic space. The sling arms were identified, mobilized, and excised at the anterior abdominal wall, then removed intact through the vagina, leaving no mesh remnants. The retropubic space was irrigated, and surgicel was placed for hemostasis. Cystoscopy confirmed intact bladder and urethra. Estimated blood loss was 250 ml; patient received IV fluids and was transferred to pacu in stable condition. No complications related to the sling removal were encountered.

Event description:
It was reported that the patient had an advantage fit mid-urethral system implanted during a procedure and subsequently experienced complications, including erosion, bloating, gastrointestinal issues, weight loss, vomiting, diarrhea, and pelvic pain. As a result, the patient underwent partial pelvic mesh excision surgery. During the procedure, the sling was ruptured at the midline during the initial vaginal dissection. Significant intra-abdominal adhesions were observed, involving the omentum and anterior abdominal wall, the omentum and bowel, the bowel and abdominal sidewalls, and the bowel and pelvic sidewalls. The patient has suffered significant pain, unnecessary expenses, embarrassment, disfigurement, and harm due to the implanted device. Additionally, the patient claims that she may require further surgery and may suffer future damages, including significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and additional medical expenses as a result of the device implantation.on (B)(6) 2023, the patient underwent a robotic-assisted abdominal and vaginal removal of a retropubic mid-urethral sling due to chronic pelvic pain. During the initial vaginal dissection, the sling was found to be ruptured at the midline. Dissection revealed no mesh in the midline; however, mesh was present laterally and was removed from the periurethral and infrapubic spaces. The abdominal portion revealed extensive intra-abdominal adhesions, requiring lysis before access to the retropubic space could be achieved. The sling arms were identified, mobilized, and excised at the anterior abdominal wall, then removed intact through the vagina, leaving no mesh remnants. The retropubic space was irrigated, and surgicel was placed for hemostasis. Cystoscopy confirmed an intact bladder and urethra. The estimated blood loss was 250 ml; the patient received intravenous fluids and was transferred to the pacu in stable condition. No complications related to the sling removal were encountered.moreover, the pathology specimen, consisting of mesh material and adherent soft tissue, was analyzed, and the final report was completed on (B)(6), 2023. The findings showed dense collagenous fibrous tissue adherent to the sling, along with the presence of mesh material on gross examination.

Manufacturer narrative:
Block h2: additional informationblock b5 (describe event or problem) have been updated based on the additional information received.block b3 date of event:the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the mesh was implanted.blocks d4, h4: the complainant was unable to report the batch/lot number of the device; therefore, the manufacture date and expiration date are unknown.block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block e1:this event was reported by the patient's legal representation.the implanting and explanting surgeon is:dr. (B)(6).(B)(6). (B)(6). United states.block h6:the imdrf patient codes capture the reportable events of:e2006 - captures the reportable event of erosion.e2330 - captures the reportable event of pelvic pain.e2101 - captures the reportable event of adhesions.e2308 - captures the reportable event of disfigurement.e2401 - captures the reportable event of gastrointestinal issues.the imdrf impact code capture the reportable event of:f1903 - captures the reportable event of mesh removal.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to report the batch/lot number of the device; therefore, the manufacture date and expiration date are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of erosion, e2330 - captures the reportable event of pelvic pain, e2101 - captures the reportable event of adhesions, e2308 - captures the reportable event of disfigurement, e2401 - captures the reportable event of gastrointestinal issues. The imdrf impact code capture the reportable event of: f1901 - captures the reportable event of partial mesh excision.

Event description:
It was reported that the patient had an advantage fit mid-urethral system implanted during a procedure and has since experienced complications, including erosion, bloating, gastrointestinal issues, weight loss, vomiting, diarrhea, and pelvic pain. As a result, the patient underwent partial pelvic mesh excision surgery. During the procedure, the sling was ruptured at the midline during the initial vaginal dissection. Significant intra-abdominal adhesions were observed, involving the omentum and anterior abdominal wall, omentum and bowel, bowel and abdominal sidewalls, and bowel and pelvic sidewalls. The patient has suffered significant pain, unnecessary expenses, embarrassment, disfigurement, and harm due to the implanted device. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages such as significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and medical expenses due to the implantation of the device.